Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Additional information has been requested. (B)(4).

Event description:
A buyer reported that an ophthalmic forceps would not reopen after it was opened only once during vitrectomy surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that alternate forceps were obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps from activating. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event in item nr. 1.01a and 1.01e. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).